Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-02 h6: investigation summary: one loose 3ml integra syringe with needle attached and an opened blister pack from batch 9093528 were received and evaluated. The syringe appeared to be manipulated as liquid was present inside the fluid path and on the outside of the barrel. It was observed the plunger rod was partially depressed with the stopper at the 0.3ml marking. The inner plunger rod was also collapsed, and cutter was exposed through the stopper with the cannula intact in the hub. The retraction failure was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the retraction failure defect could not be determined based on the sample provided. Physical unused samples from the same batch are necessary for testing. Since root cause could not be defined, no corrective actions are necessary at this time. H3 other text : see h10.

Event description:
It was reported that testosterone leaked past the plunger of the bd integra¿ syringe with detachable needle, and the consumer did not receive their full dose. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported fluid bypassed the plunger stopper. Did not receive his full dose of testosterone."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that testosterone leaked past the plunger of the bd integra¿ syringe with detachable needle, and the consumer did not receive their full dose. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported fluid bypassed the plunger stopper. Did not receive his full dose of testosterone."